Manufacturer narrative:
It was reported that following insertion the patient experienced numerous urinary tract infections requiring continuous antibiotics, painful urination and tingling when urinating, painful intercourse; constipation with terrible tearing pain at times, pelvic pain, blood in urine, vaginal bleeding and incontinence. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.